Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/16/2014. Evaluation shows pcb c1, and c2 failure. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the customer called this morning and states that she went to plug it in and it sparked and smoked. It did not catch fire.